Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. A component of the lead became extrinsically distorted due to pul ling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the sleevehead is bent at the proximal end of the sense ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a unrelated magnetic resonance imaging (MRI), the right atrial (ra) lead was noted as dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.